Event description:
Complainant alleged that during biomed testing, the device did not display a "defib pad short" message when the multi-function cable was plugged into the shorting plug. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.